Event description:
An incident occurred in the office with a n2o-o2 unit that was recently installed. The pipes were crossed in the walls. Dentist was giving patients 100% n2o when they thought they were giving them 100% o2. The problem was compounded by the use of a flavored mask. The scent interfered with the characteristic odor of n2o. Dentist could not smell the odor of n2o. They could only smell the scent from the flavored mask.